Event description:
A revision surgery was performed on a patient 3 weeks post-operative and 2 ifuse implants were explanted.

Manufacturer narrative:
A returned product analysis was performed by (B)(4) (a consulting company). However, the assessment performed by (B)(4) is to gather information regarding bony ingrowth on the patient. (B)(4) does not assess the performance of the product. Based upon the complaint information and investigation, there is no evidence to suggest the device was out of specification. In addition, the failure mode and effects analysis, the instructions for use and the surgical technique manual were reviewed. Based upon the information provided, there is no evidence that the device was out of specification and the root cause could not be definitely determined. The most probable root cause for the implant removal may be due to malpositioning. Late report of this adverse event is addressed under CAPA # (B)(4).